Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. The patient allegedly had ¿dementia and everything¿ for about a year. No further complications were reported.